Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the device showed gray bar with question marks on interrogation. Upon secondary interrogation, longevity estimate was available. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Concomitant medical products: 3830 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Concomitant medical products: 3830 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the device showed gray bar with question marks on interrogation. Upon secondary interrogation, longevity estimate was available. The crt-d remains in use. No patient complications have been reported as a result of this event.